Event description:
It was reported the monitor did not alarm on the central station during a desaturation event. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
E1: reporting institution phone #'(B)(6). E1: reporter phone #(B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer who then clarified that there was no issue with the device, and it was understanding error. The device was confirmed to be back in use. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.